Event description:
It was reported that the patient experienced two hypoglycemic episodes reported at 40 mg/dl while traveling, with a "rollercoaster" pattern in blood glucose that initially rose after treatment and then dropped again before returning to range; the event was categorized as cause unclear and troubleshooting and education were completed. Investigation included complaint record review and customer interview. Investigation of this case revealed that the cause of hypoglycemia could not be determined. Symptoms included shaking/tremors associated with low blood glucose. Outcomes included the need for oral carbohydrate treatment without medical intervention. It was concluded that the event was not confirmed to be device related and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.